Event description:
It was reported that during programming of the pump, "the dose automatically changed when changing concentration of second drug." Primary drug was lioresal 2000 mcg/ml at a dose of 250 mcg/day. The secondary drug was clonidine which clinician changed from 390 mcg/ml to 430 mcg/ml. It was added that the pump was programmed in flex mode, and only the basal rate was programmed; "no other steps were being used." "The basal rate automatically changed on primary drug from 10.7 mcg/hr to 256 mcg/hr and on secondary drug it changed from 2.09 mcg/hr to 55 mcg/hr." Although the "new" hourly basal rate was noted to be essentially the same as the intended daily dose, the reporter was certain that no other changes were made. It was later reported that "the pump had stopped for 6 hrs and later recovered at its normal rate". Patient outcome was noted as recovered without sequela. It was indicated that the pump delivered compounded baclofen and "other intrathecal drugs."

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: unknown; physician programmer model: 8840, serial# unknown; application software card model: 8870, lot# serial# unknown. (B)(4).